Event description:
Per the clinic, the patient was placed under sedation on (B)(6) 2013, to complete an integrity test subsequent to reports of patient not wearing the device for unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.